Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation mmdg found that one of the components of the pump speaker was not soldered correctly, which caused the speaker to fail intermittently. The pump was repaired and returned to the customer.

Event description:
The initial reporter states that the pump speaker was not working. They stated that the pump did not make any audible alarms. The initial reporter also stated that this occurred during testing and that no patient was affected. (B)(4).